Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("vaginal hysterectomy") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2014, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypotension ("they are having issues keeping my blood pressure up") and fatigue ("I am really tired"). The patient was treated with surgery (vaginal hysterectomy). At the time of the report, the hysterectomy, hypotension and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue, hypotension and hysterectomy with essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.